Manufacturer narrative:
H6: investigation summary: no samples were returned as of 20 november 2020 therefore the investigation was performed based on the photos provided. Three photos of 1ml bd insulin syringes were provided. Consumer reported syringes are bent. The provided photos were reviewed, and it was observed that the syringe had a bowed barrel. A review of the device history record was completed for batch# 8288547. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted for this lot. Bd was able to confirm the customer¿s indicated failure based on the photos received. Process summary: the mold press receives resin into the hopper, the resin is then fed into the barrel via rotation of the reciprocating screw. The resin is melted and pushed into the mold. The mold profiles the melted resin into a shape. The resin is cooled. The mold then ejects the molded parts. Molded barrels get printed and then assembled with plunger, needle assembly & cap. Finally, the assembled syringes are packaged into the polybags and then into the cases. Quality notification 200794290 was created for bowed barrels during the production of the molded barrels that were produced for this batch. The root cause was determined to be the shot size for the mold. The cavity that was found to have the defect was blocked. H3 other text : see h.10.

Event description:
It was reported that 2 syringe 1.0ml 29ga 1/2in bls 500 au experienced product damage while still considered operable. The product defect was noted during use. The following information was provided by the initial reporter: material no: 326719 batch no: 8288547. Hi, not a complaint as such, but I have purchased the bd ultra-fine insulin syringes on two separate occasions in the past week and the syringes are bent. The reference number on the syringe packaging is (B)(4).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown: (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 syringe 1.0ml 29ga 1/2in bls 500 au experienced product damage while still considered operable. The product defect was noted during use. The following information was provided by the initial reporter: material no: 326719 batch no: 8288547. Hi, not a complaint as such, but I have purchased the bd ultra-fine insulin syringes on two separate occasions in the past week and the syringes are bent. The reference number on the syringe packaging is (B)(4).